Event description:
The device was returned because it lost power when turned on. During physical inspection, the downstream occlusion (dso) seal was found lifted and torn.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found lifted and torn to the downstream occlusion sensor (dso) seal. This indicated a reportable malfunction based on the lifted and torn dso. The cause of the reported issue was low battery. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.